Event description:
The customer reported the system had a communication error. This error message indicates system communication has failed, which will prevent the system from taking x-rays and shut it down without command. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply, lemo pin connector, charger, generator drive board, and cables were replaced during the service call. The system was tested and found to be working as intended and put back into service.